Event description:
Customer performed comparison testing with a freestyle meter. The results were in mmol/l, (5.0 mmol/l and 6.4 mmol/l) but converted to mg/dl, as 90 mg/dl and 115 mg/dl. The freestyle results obtained during precision testing differed by more than 20% and meets the MFR definition of a malfunction. No adverse event was reported as a result of these results.